Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient experienced pain and swelling since the implantation of the mesh. The patient underwent surgery on (B)(6) 2011 where it was noted that there were extensive adhesion of the bowel. A loop of the terminal ileum was herniated through the adhesions in the right iliac fossa. The adhesion were released and the ileal loop regained its vitality. There was also a moderate amount of turbid fluid in the abdomen. The patient states that she has had blood in the urine, dizziness, a positive coombs test, brain lesions, and an autoimmune disorder since the implantation of the mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.